Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml compounded baclofen at 730.6mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the pump event logs showed a motor stall on (B)(6) 2019 at 7:08am, and on (B)(6) 2019 they saw a tube set message. The stall was still active. The patient did not recently have a MRI. The pump was audibly alarming. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.